Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium results. The results were reported out of the laboratory. When the low patient results were flagged, the samples were rerun after the instrument was recalibrated, and the reports were amended. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the sodium electrode, the chloride electrode tip, and the carbon bridge to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).